Event description:
It was reported that the pump did not dispense anything. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown; no information has been provided to date.

Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found the tamper seal to be missing, and a scratched lcd lens. There was no evidence in the device's event history log. To conduct functional testing an accuracy test was performed. Upon review, the reported problem was unable to be duplicated. The delivery settings when the pump arrived on site were set at a continuous rate of 0 ml/rate. The most probable cause would have been a settings error by the user. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.